Event description:
The customer contact reported the patient received more medication than intended. On (B)(6)2014 at 2350, the device was programmed to deliver in the piggyback mode, sodium phosphate 3 mmol/ml, with a rate of 42 ml/hr, with a volume to be infused (vtbi) of 180 ml and the delivery was started. It was reported 61 ml of the 254 ml container had previously been delivered to the patient. The total remaining in the container was reported to be 193 ml. No further programming parameters were provided. On (B)(6) 2014 at 0046, the nurse went to the patient's room and noted the container almost empty. At that time the display indicated a vtbi of 140 ml. The device was removed from clinical service. The device was replaced. It was unspecified if therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing including delivery accuracy testing. The programming of the device was checked by the nurse and was reported to be correct. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.